Manufacturer narrative:
The insulin pump passed rewind, seating, basic occlusion, occlusion, force sensor and displacement test; the insulin pump delivered properly all bolus programmed during our testing, no displacement anomalies were noted. However, the insulin pump was received with cracked case at the reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
Customer's father reported via phone call that the insulin pump alarmed for empty reservoir but the reservoir was not empty. Father stated that the customer was at school they were using powerful magnets. They changed the set and were told to monitor the device but later that evening the customer had ketones. No motor error alarms found in the alarm history, only one no delivery alarm. Blood glucose went up to 13.4 mmol/l. The customer's father requested the insulin pump to be replaced. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.